Manufacturer narrative:
Alleged failure: broken tip could be retrieved, the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force used when inserting removing the probe, a probe inserted into an obstructed passageway, or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for a mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip broke during the procedure. All pieces were retrieved.